Event description:
A surgeon reported low air pressure during a procedure with two pts. There is for pt #2. There is no known impact to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).